Manufacturer narrative:
The complaint has been confirmed through visual inspection of the returned product, which identified debris inside the sterile packaging. The debris was from the porous coating and the foam packaging. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage. This device falls within the scope of a corrective action which is to assess all current sterile barrier systems used to package products at zimmer biomet bridged. As part of this corrective action, the pouch is being improved to use a stronger material (nylon), and foam end caps are being added. Also, the orientation the devices are packed in the shipper box is moving from vertical to horizontal, and the thickness of the shipper box has been increased if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile packaging. Additional information on the reported event is unavailable.